Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The caused of the event was reported as due to a fungal infection. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified anti- inflammatory drug infusion, unspecified anti- inflammatory drugs (oral) and injections for the event. At the time of this report, the patient outcome was not reported. Pd therapy was discontinued. The reporter declined to provide additional information.

Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.